Event description:
Reporter alleged blood glucose values of 186 mgdl, 125 mg/dl, and 289 mg/dl back to back when tests were performed within 10 minutes of each other on the advantage system. The location in which the testing was performed was not provided. The customer took no action as a result of the comparison. No adverse event was reported. A request was made for the return of the suspect device and replacement was sent.